Event description:
Customer reported seeing sparks and smoke coming from the internal printer when the system printed a results. Further examination of the system revealed that the internal fan was not rotating. There was no report of injury with this event.

Manufacturer narrative:
Manufacturer provided replacement system to customer. Original system returned to manufacturer for replacement of fan and printer.